Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. The device evaluation did not confirm or reproduce the report that an astral device powered down with no alarm and stopped ventilation. Review of the device data logs found a single occurrence of a total power failure event. Performance testing revealed that the internal battery was defective. Based on all available evidence and previous investigations of similar complaints, the reported total power failure event was due to a defective internal battery. The internal battery defect was due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device was accidently unplugged and it shut down without an alarm. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device was accidently unplugged and it shut down without an alarm. There was no patient injury reported as a result of this incident.